Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-sep-2018 with the following findings: a review of the black box showed no activity related to the temperature complaint. The battery was not returned with the pump for investigation. The battery compartment was cracked, with corrosion inside the battery compartment. The pump was exercised for 24 hours and no overheating or alarms were duplicated. The pump electrical current draws were tested and found to be within specifications. The pump was opened and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - moisture ingress with damage) issue. It was alleged the battery compartment was cracked and there was moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.